Event description:
It was reported that a one-link microbore catheter extension set was unable to prime in the emergency room (ER). This occurred while the clinician was attempting to flush the line with 3cc of 0.9% sodium chloride solution using a luer lock syringe. The reporter stated that the solution only got part of the way through the tubing, and then stopped. The clinician replaced the set and was able to prime successfully. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.